Manufacturer narrative:
(B)(4)

Event description:
The patient received a vibrational alert and the device was found in backup vvi mode during high voltage charging for a ventricular tachycardia episode. The device was replaced and the patient was in good condition.